Event description:
Hip revision surgery, reason unk.

Manufacturer narrative:
No information provided on the components that were replaced or the reason for revision. Encore may not be manufacturer of the components that were replaced. Encore is contacting the agent to request more information related to this event. Additional information will be submitted if received. This is the final report.